Manufacturer narrative:
The sample associated to this report was received and the reported customer fault could not be confirmed as manufacturing related defect. The reported issue of the cuff not deflating is a known issue and investigation efforts for confirmed faults have been documented in a corrective and preventative action. Information has been added to the database and complaint trends will continue to be monitored. (B)(4)

Manufacturer narrative:
(B)(4). The customer did not retain th elot number. The date of manufacture cannot be determined. No sample has been returned for analysis. Without the actual complaint sample being returned a full investigation cannot be carried out therefore the reported customer complaint cannot be confirmed. As a result, we are unable to determine the cause for this specific event however; the associated confirmed failure is a known issue and has been investigated under a corrective and preventative action. Information has been added the database and trends will continue to be monitored.

Event description:
When testing the cuff prior to intubation, the tracheal cuff inflated but would not deflate.

Manufacturer narrative:
One sample was received for analysis and the reported issue could not be confirmed. A visual inspection was performed and it was observed all the components were assembled according to manufacturing process. An inflation/deflation test was performed on both the bronchial and tracheal cuffs which fully inflated and deflated and maintained their air pressure. There were no deformations or anomalies observed in the device. The reported failure of cuff won't deflate is a known issue and has been investigated under a corrective and preventative action.